Manufacturer narrative:
The reported malfunction was observed and was attributed to a faulty connector panel. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.